Manufacturer narrative:
Concomitant medical products:product ID: e2dr01aa , product type: ipg, implant date: (B)(6) 2004, product ID: 4968-25, product type: lead, implant date:(B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) leads exhibited elevated thresholds. The leads were subsequently capped and replaced. No patient complications have been reported as a result of this event.